Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Livanova (B)(4) requested the claimed pump for a dedicated investigation. An analysis of the pump serial read-out was performed and the reported failure could be confirmed. A defective resolver was determined as the cause of the reported issue. The complete pump head was replaced and the issue solved. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that right after the power of the control panel of a s5 mast roller pump was turned on, the unit did not operate and an error message was displayed. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.